Manufacturer narrative:
Investigation summary: review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact received one used q-syte unit in an opened package from catalog number 385102, lot number 8173701. One photo was submitted for review. Visual/microscopic examination: slit tears on the septum top disk. Water leak test: q-syte was leak tested in the actuated and un-actuated positions; leakage was confirmed in the actuated position during testing. Septum column tear assessment: bodily fluids prohibited visual observation of column tears on one side of the column. No damage (tear) was observed along the column on one side. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. Slits tears on the septum bottom disk. Photos of the slit centeredness: the septum slit cut was not off center. Evaluation of the septum column: the septum was removed for evaluation for column tears. Column tear was observed. Root cause: indeterminate: the defect leakage was confirmed and replicated with the returned unit. The source of the leakage was from the vent hole due to a column tear. A definite source that caused damage to the column tear; which contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations.

Event description:
It was reported that a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore leaked blood from the split septum.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore leaked blood from the split septum.